Manufacturer narrative:
Additional information provided by the agent on 05.april.2019: during stem extraction occurred a complication, the large trochanter broke (cerclage), probably due to a bad quality bone. Only stem and ball head were explanted during the revision surgery. Batch review performed on 23 april 2019. Lot 161434: (B)(4) items manufactured and released on 16-jun-2016. Expiration date: 2021-05-26. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event clinical evaluation performed by medical affairs manager: partial hip revision surgery (stem and head) occurred 2 years after total hip arthroplasty in a (B)(6) year old, (B)(6) kg man complaining about pain and instability. Radiographic image provided shows a low resection height but the relation of this finding with patient symptoms is not clear. No sign of radiological mobilization is visible in this projection. The reason of this event cannot be determined. Visual inspection performed by r&d project manager: femoral stem and neck show signs of extraction. Bone residual on the distal part of the stem. Some ha remaining on the proxiamal part. It is not possible to determine implants-related failure root cause.

Event description:
Revision surgery after 2 years and 1 month from the primary due to pain and instability (radiolucencies of an amistem ha coated 1 lateralized cementless were detected). Revision surgery performed implanting a quadra-c stem 1 lateralized + plug 1.